Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead pulling down was unknown and the patient did not report a fall or anything.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had a surgical paddle lead that had pulled from for t7 to t9. There were no environmental/external/patient factors noted that could have contributed to the issue. The rep reported that the system seemed fine and the patient was getting good pain relief. The rep reported that they reprogrammed the patient and the issue was resolved. No further complications were reported.